Event description:
A high drain error 101 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 10:00:51, during night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. During the event history log review, an increased intra-peritoneal volume (high drain error 101) event was identified. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.